Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the reported event. The customer was performing planned coronary treatment, which was aborted, and it was completed by reloading the system software. The philips field service engineer (fse) visited the system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the system software was corrupted. To resolve the issue, the fse reloaded the system software and reconfigured the system data. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.